Event description:
It is reported that a customer's husband called to inquiring about his wife's insulin pump being on recall. The customer's blood glucose level was at 50 mg/dl. The customer declined trouble shooting and stated they are going to contact their health care provider first. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.